Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging pump battery. Reportedly, the usb cable was changed to resolve the issue. There was no reported adverse impact to customer's blood glucose.